Manufacturer narrative:
After receiving this complaint we searched for other complaints and we didn't find other complaint regarding the lot number. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: unknown date.

Event description:
According to the available information, there was hair in the packaging.

Event description:
According to the available information, there was hair in the packaging.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9504729. We received one sealed sample; after visual inspection hair inside packaging was well observed. Hungary's site has investigated and concluded that the problem may be due to a hair that has fallen out during production or is already present on the intermediate product and has not been detected by the last operator. All involved employees have been informed from this issue, they will focus to filter out the hair infected pouches all the time at production order starting to avoid reoccurrence claims in the future. Checking quality database revealed no anomaly in relation with the described problem. A similar case study was performed based on acp605 product; defect contamination packaging between march 2021 to march 2025; no other similar case was found.